Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual evaluation noted 9 unopened intermittent catheters were received. Samples were tested. Visual evaluation of the samples noted bubbles in the catheter material of 3 of 3 samples tested that did not meet specifications. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is mechanical failure. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the 9 units of intermittent catheter had bubble with relief. There was no patient impact.

Event description:
It was reported that the 9 units of intermittent catheter had bubble with relief. There was no patient impact.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted 1 photo sample of unopened intermittent catheters were received. Visual evaluation of the photo sample noted bubbles in the catheter material that did not meet specifications. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 9 units of intermittent catheter had bubble with relief. There was no patient impact.